Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that the electrolyte injection cup (eic), on the cx5 delta instrument, would not drain and it was leaking. Customer technical support (cts) had the customer flush the eic several times and the customer was able to remove a fibrin clot from the eic and flowcell. This resolved the issue. No injuries or exposure were reported and no erroneous patient results were generated.